Event description:
Post-op intraoperative x-rays were taken following a total knee with surgeon. X-rays revealed the tip of the "staple pin" from a previous surgery was not removed from the tibia. Surgeon stated it was in a non-harmful region and that it would do more harm than good to retrieve the tip of the pin/staple.